Event description:
Mw 5068789: had a total knee replacement in 2012, afterwards I kept telling the surgeon something was wrong with the stryker triathlon total knee implant that was put in my right knee.the surgeon kept telling me that it was all in my head, I was imagining it, to suck it up and get use to it that it would get better with time and even that I was crazy. He said everything was ok. After a year of this he had me believing he was right so I just decided to put up with it, live with it and hope it got better. Well, it never did, so I went to another orthopedic surgeon. He found out in 2016 that the implant I had was bad and told me I would have to have complete revision surgery to take the stryker triathlon knee implant out and replace it. I had revision surgery in 2017. The stryker triathlon total knee system is a dangerous product and it puts peoples' lives in danger it needs to be recalled and taken off the market. Mw 5068719: I had a total right knee implant in 2012. It was bad from the beginning and never got better. It was the stryker triathlon knee implant (it had nothing to do with the shape match cutting guide which was recalled by the FDA in 2013. The stryker triathlon knee implant is a bad and dangerous product. It needs to be recalled and taken off the market. I had to have a total revision surgery in 2017 to remove the entire stryker triathlon implant because it totally failed. It ruined my life and caused me tremendous misery and the revision surgery could have cost me my life. This stryker triathlon implant did disabled me. It is a dangerous and bad product and should never be allowed to be used again.

Manufacturer narrative:
Additional information: product available to stryker and returned to manufacturer on; device evaluated by mfg. An event regarding revision due to instability of the knee joint involving a triathlon insert was reported. The event was confirmed by medical records. Method & results: -device evaluation and results: images of the device are included in the mar. Burnishing and pitting was observed on the articulating surfaces of the insert component which is consistent with commonly observed damages modes on uhmwpe tibial inserts. Staining consistent with biological material was observed. Material analysis of the explanted device confirmed that there were no material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no documented confirmation of the claim of a recall of the primary total knee components, no documented follow-up between (B)(6) 2013 and (B)(6) 2016, and no complaints of the right knee until (B)(6) 2016. Internal rotation of the femoral component, as noted on the (B)(6) 2017 revision surgery operative report, resulted in patellar subluxation and ligamentous imbalance, which were the indications for revision surgery. There is no evidence that factors associated with the primary total knee arthroplasty components' design, manufacturing or materials were responsible for this clinical situation. -device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no documented confirmation of the claim of a recall of the primary total knee components, no documented follow-up between (B)(6) 2013 and (B)(6) 2016, and no complaints of the right knee until (B)(6) 2016. Internal rotation of the femoral component, as noted on the (B)(6) 2017 revision surgery operative report, resulted in patellar subluxation and ligamentous imbalance, which were the indications for revision surgery. There is no evidence that factors associated with the primary total knee arthroplasty components' design, manufacturing or materials were responsible for this clinical situation. Material analysis of the explanted device confirmed that there were no material or manufacturing defects were observed on the surfaces examined. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# s7t4l. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# k10e. Triathlon cr fem comp #7 r-cem; cat# 5510-f-702; lot# s4jlx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Mw 5068789: had a total knee replacement in 2012, afterwards I kept telling the surgeon something was wrong with the stryker triathlon total knee implant that was put in my right knee. The surgeon kept telling me that it was all in my head, I was imagining it, to suck it up and get use to it that it would get better with time and even that I was crazy. He said everything was ok. After a year of this he had me believing he was right so I just decided to put up with it, live with it and hope it got better. Well, it never did, so I went to another orthopedic surgeon. He found out in 2016 that the implant I had was bad and told me I would have to have complete revision surgery to take the stryker triathlon knee implant out and replace it. I had revision surgery in 2017. The stryker triathlon total knee system is a dangerous product and it puts peoples' lives in danger it needs to be recalled and taken off the market. Mw 5068719: I had a total right knee implant in 2012. It was bad from the beginning and never got better. It was the stryker triathlon knee implant (it had nothing to do with the shape match cutting guide which was recalled by the FDA in 2013. The stryker triathlon knee implant is a bad and dangerous product. It needs to be recalled and taken off the market. I had to have a total revision surgery in 2017 to remove the entire stryker triathlon implant because it totally failed. It ruined my life and caused me tremendous misery and the revision surgery could have cost me my life. This stryker triathlon implant did disabled me. It is a dangerous and bad product and should never be allowed to be used again.